Event description:
It was reported that during a stenting procedure, the stent delivery system (sds) became stuck on the guide wire. The 70% stenosed, concentric, de novo lesion was located in the non tortuous and non calcified right superficial femoral artery (sfa). The physician predilated the lesion using a 6x4 ultra-thin sds balloon dilatation catheter. While loading the sentinol self-expanding nitinol biliary stent system onto a .035 2x60cm non bsc guide wire, he met resistance. He separated the components, flushed the sds and still met resistance. However, the sds was able to track to the point of stent deployment. Upon deployment, resistance was noted again while attempting to remove the sds from the pt. The sds and the guide wire were removed as a unit and attempts to separate the components outside of the pt were unsuccessful. The procedure was completed after the lesion was post dilated using a 6x4 ultra-thin sds balloon dilatation catheter and a second, non bsc stent was placed. There were no pt complications reported and the pt condition is reported as ok.

Manufacturer narrative:
Pt in their 50s. (B)(4).